Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the keys 4, 5, 6, 7, 8, 9, 0 were double striking. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the defective keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, it was observed that the device's keys 4, 5, 6, 7, 8, 9 and 0 were double striking. No additional information is available.